Event description:
It was reported that the cc4204a collamer single piece lens was torn by the tech during loading, however, the damaged was not observed until after the lens was in the eye. The lens was cut and removed without any patient injury. The reporter stated the event was the result of a tech/loading error.

Manufacturer narrative:
(B)(4). No lens in unit carton. (B)(4).